Event description:
A zoll pt service rep (psr) contacted zoll customer support to report that a (B)(6), male, pt, reported that his charger was burnt and his battery was non-functional. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery charger problem) has been investigated. As received, the battery pack would not communicate to benchmark and was non-functional in both a charger and a monitor. A root cause analysis is currently underway at itech. A supplemental report will be submitted upon completion of the supplier investigation. No adverse event occurred due to defective battery pack. The pt was issued a replacement battery pack.